Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he had experienced some reservoir occlusions. He stated that sometimes the plunger is hard to push to be able to prime and one time he had to push it very hard with a pen and was able to clear the blockage. The blood glucose at the time of the incident was 81 mg/dl. The customer stated he had disconnected and reconnected several times and even changed the infusion set in other occasions. The product will not be returned for analysis.